Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during on-going use, the device had eroded though the skin. Surgical intervention was performed and the device was re-implanted. No adverse patient effects were reported.